Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with blood glucose value of 600 mg/dl. The customer reported hyperglycemia was treated in hospital. The event involved product(s) mmt-1880l, unk_reservoir, unomedical. Troubleshooting was not performed. It was unknown whether the customer was using the insulin pump system within 48 hours of reported event or not. It was unknown whether the customer was using the auto mode/smart guard feature at the time of the event or not. No further patient complications were reported. Product return for mmt-1884 is expected and the customer response was the device will be returned. No product return is required for unk_reservoir. No product return is required for unomedical.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at 0.0873 inches. The pump rewind and primed properly during testing. The thump and carelink software were utilized and downloaded trace/history files properly. No motor error/alarms in the pump history noted. On the primary svn#: (B)(6), event date of (B)(6) 2026 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 23.25 u and dailytotalofbolusinsulindelivered = 36.4 u which is equal to the dailytotalofallinsulindelivered = 59.65 u. On the primary svn# (B)(6), event date of (B)(6) 2026, there are no unexpected alarms/suspends recorded in the formatted history file. The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.3 mv). The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked select button keypad overlay. The pump passed all the required testing. Unable to verify customer alleged for high bgs. Customer alleged for prime and rewind anomaly was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.